Event description:
It was reported that the patient's implantable cardiac monitors exhibited post-sensed t-wave oversensing. The programming changes were made. The patient status was unknown and will continue to be monitored.